Event description:
The customer reported via phone call that she was trying to set up a bolus and the insulin pump alarmed button error. Blood glucose value was 310 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
No button error alarm noted. The act button did not respond due to moisture damage on keypad trace. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.